Event description:
User error, invalid test result: a negative signify card pregnancy test was obtained on a patient in 2002. The reporter indicated that a control line did not appear on the test card, however test results were not considered invalid. The patient was administered depo-provera (medroxyprogesterone acetate) that same day, as treatment for amenorrhea (date of last menstrual period was 6 weeks ago). As menstruation did not subsequently occur, the patient returned to the physician's office 4 days later for pregnancy confirmation. Result from a serum quantitative hcg test performed that same day was 10,999 miu. No concomitant medications were taken by the patient at the time of testing. As of the date of report, no consequences to the patient or fetus had been noted. Devices of the same lot number were returned by the site for evaluation.